Event description:
It was reported that the patient had a possible infection at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the pocket was irrigated and the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had a possible infection at ipg site was reported to abbott. The pocket was irrigated and the ipg was repositioned to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.